Manufacturer narrative:
One device was returned for evaluation. The device was visually evaluated is identified to be bent along the actuator shaft. The deployment knob is in the t2 pre-deployment position. The knob was actuated and did not function properly. The suture and t¿s were not returned for evaluation. Per the device IFU ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the device failure is attributed to failure to follow the IFU.

Event description:
It was reported that during a meniscal repair using a fast fix 360, the t1 deployed successfully, but t2 implant did not deploy. The surgeon removed both implants from the joint. The procedure was completed with a back up device. There were no additional patient complications reported as a result of this event.